Event description:
Patient called in to report that the monitor failed to power up regardless of the batteries. The patient further reported that both the batteries are charged. The patient troubleshooted by rebooting the system but was still unable to turn on the monitor. The issue was not resolved. The failure to power up indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy before a replacement can be provided.